Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The balloon catheter was used for a treatment of a lesion with 70% stenosis in the mild left brachiocephalic fistula (bcf). The balloon was prepared as per IFU. The balloon was inflated at 18 atm and operated as expected during the first inflation. A second inflation at 18 atm was performed and the balloon burst before the rated burst pressure was reached. There was no calcification and not tortuous anatomy. There was no patient injury.

Manufacturer narrative:
H3: analysis confirmed a longitudinal bust. The burst travelled the length of the balloon and terminated at the proximal and distal cones.